Event description:
Reflective sterile spheres failed to track during a procedure. Another set of sterile spheres were used to complete the procedure without any issue. This event was communicated by medtronic navigation. Site/user disposed of device and did not take any pictures or record lot number of the device. No serious implications to this issue were mentioned by the complainant. No patient was harmed and no serious injury occurred.